Manufacturer narrative:
Correction: annex e and f codes updated to reflect customer response. Investigation results: bd was not able to confirm the customer's indicated failure mode because no samples or pictures were received to perform investigation. There is not enough information to perform a correct investigation. It was not possible to determine a possible root cause to our manufacturing process in the absence of a sample. The manufacturing records for this batch have been reviewed and nothing extraordinary occurred during the manufacturing process related to this failure mode. Internal quality records have been consulted for tracking and trending purposes but issues like this are not detected which means low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
Additional information: new IV had to be established on patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva nearport 20ga x 1.00in w/ maxzero - 393526 -leakage. It was reported by the customer that issue with leaking at where the clear tubing meets pink hub.